Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed.the analysis was performed and no anomalies were found. The returned device indicated a damaged grommet and a missing set screw. Additionally, the wrench that was returned had an issue and was damaged. The analyst stated the device was returned with a non-torque wrench. (B)(4)

Event description:
It was reported that during implant of the implantable pulse generator (ipg) the physician could not screw the setscrew into the header. The device was replaced. No patient complications have been reported as a result of this event.